Event description:
A pt had experienced subsidence after implant of the artificial disc. The area sales rep was asked to follow up on this info. The sales rep reported that the pt was asymptomatic and that the surgeon is not planning to take any action in regard to this case at this time. Co's sale rep was not made aware of this event by the surgeon. As events of this nature can result in the need for surgical intervention an MDR is being filed to document this event.